Event description:
Reporter indicated that patient received high lead impedance when diagnostics were performed. Physician reports patient is a twiddler. Patient has a twisted lead. Physician set patient to 0 output current. Patient was referred for surgical consult for lead revision surgery. Three good faith attempts were made with this physician to obtain further information surrounding this event however, these attempts went unanswered.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.